Event description:
It was reported that during interrogation of the device following an inappropriate shock delivered in response to a stored atrial fibrillation (af) episode with rapid ventricular response (rvr), this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The health care professional (hcp) inquired about the absence of therapy on subsequent episodes, and technical services (ts) explained that the lack of therapy was related to the code 1005 event. The hcp also asked whether the system was MRI conditional, and ts confirmed that due to the questionable integrity of this rv lead, the system is no longer considered MRI conditional. No additional adverse patient effects were reported. This rv lead remains in service.